Event description:
Health professional reported pt was injected with juvederm (volume/concentration unknown) in the lips, marionette lines and oral commissures and within 24 hours experienced some excessive swelling in the general facial, cheeks, forehead and perioral. The pt was given oral prednisone 25mg two weeks post juvederm injection and a hyalase injection in the lip approx one month post the juvederm injection. The symptoms have resolved.

Manufacturer narrative:
.